Event description:
During operation, the doctor noticed something unusual with the instrument's handling. After retrieving the instrument from the pt's body, it became obvious that the ceramic insulation tip fell off into the prostate.

Manufacturer narrative:
The concerned device was returned to the manufacturer for an investigation. However, the distal part of the insulation insert which was reportedly broken off has not been included in the return. The investigation did not show any indication of material or manufacturing faults. The instrument shows obvious sign of use like dents and scratches. Therefore, a pre-damage of the insulation insert by drop or any other impact of mechanical force to the instrument can not be excluded. The instructions manual includes a warning statement to inspect the instrument prior to each procedure and restrict it from use if a damage is found. This case is considered the recurrence of a scenario that has clearly been addressed in the risk management file, with appropriate measures in place and occurrence rate not higher than foreseen.